Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was due to an internal short. The root cause of the internal short was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.